Manufacturer narrative:
Investigation summary: evaluation revealed the targeting arm t2 prox. Hum. To be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question (including effected serial # (B)(4)) revealed that function was given in full on the device at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the targeting arm had been distributed for approximately 2 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The body of the returned device is distorted. The clamping flap for ¿lateral right ap-locking¿. Furthermore the targeting arm itself was bent to the right side in axial direction. A functional test regarding the targeting arm (simulation of the pre-operative check that is required per our instructions for use (IFU)) was performed in order to reproduce the event. The test set up was completed with sample devices (ph nail short, nail adapter, nut t2, nail holding screw, drill and drill sleeve) and using the returned instrument. Alleged reduced target accuracy could be reproduced. The function of the device returned is not given and should not be used any longer. It has been experienced that deform may occur when item is sterilized under loaded conditions. Referring to deformed clamping flap and distorted target device it cannot be excluded, that the distortion (and the resulting reduced target accuracy) was generated by inappropriate storage during sterilization. However, potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Nevertheless, the exact root cause of the reported event could not be determined with the information provided. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by male nurse of the hospital, that the target device is imprecisely. The sleeve doesn't strike the nail.

Event description:
It is reported by male nurse of the hospital, that the target device is imprecisely. The sleeve doesn´t strike the nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition unknown.